Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Regarding the additional device required according to the event description, the event may have been caused by a possible device malfunction that resulted in the reported issues.

Event description:
It was reported that the device became stuck and required intervention. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified anterior descending artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device could not cross the lesion and became stuck. Snaring was performed to remove the device. The procedure was completed using another of the same device. There patient was stable with no complications reported.